Event description:
The customer's family member reported via phone call that they were taken to emergency room on (B)(6) 2021 as they experienced high blood glucose which was 600 mg/dl and was treated with IV insulin drip. Customers current glucose level was 372 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was active. The insulin pump also had a cracked retainer ring and reservoir was able to lock in place. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .